Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a form as per FDA request. Evaluation summary: an evaluation found staples protruding from proximal staple cartridge channel, one loading unit at 5.5 cm and the other at 3 cm. The anvil clamping mechanisms were deformed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Replication of the secondary anvil clamping feature deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. The root cause of the observed damage was misuse of the product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a sleeve gastrectomy, the reload misfired while being applied to the stomach. The stapler was not able to be fired. To correct the issue, another reload was used. Surgical time was delayed by thirty minutes or more due to the product problem. The extension in surgical time did not affect the patient in any way.